Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display. The customer¿s blood glucose level was 4.2 mmol/l at the time of the incident. The customer was reported that the insulin pump flashes a white screen intermittently. The customer was advised that the insulin pump need to be replaced and revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08770 inches. The insulin pump was programmed and monitored for 2 days. No unexpected white flashing display screen or missing segments/partial display noted. The insulin pump communicated properly with the guardian 2 link and the glucose sensor simulator. No calibration anomaly, lost sensor alarm, sensor reconnect alarm, lost signal alert, suspend before low alarm or alert before low alarm noted. No pump/sensor communication anomaly noted. No crack noted on the display window or on the lcd glass. The insulin pump had minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button, a cracked retainer and a damage (scratched) display window cover.